Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). Method: 10-actual device evaluated result: wear problem.

Event description:
Pentax of america initiated field correction 2017-001-c, which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify that there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was previously returned to pentax medical from a customer on (B)(6) 2020, and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 17-aug-2020: distal cap, fixed type failed seal integrity inspection; light carrying bundle bundle has less than 70% transmission; distal cap, fixed type; distal tip upgrade; prism scratched; forward body trim collar attaching nut worn/ loose thread; bending rubber cut; failed dry leak test; wet leak test not performed unit compromised; image dark, distal cap/ case cracked; primary operation channel non-pentax material; fluid invasion not observed in pve connector; biopsy insulation ring missing; operation channel- primary slice by accessory; light carrying bundle distal cover glass middle scratched; segment compressed; equipment serviced by non-pentax facility;eto vent valve missing silicon on screw; fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed ,and the device failed the inspection criteria. The endoscop's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, lcb distal cover, operation channel, adjusting collar, bending rubber, segment attaching screw, segment assy attaching screw, staycoil collar, segment staycoil assy imp-c/pb-free, fwd body trim cover attaching nut, rl pulley assy, ud pulley assy, objective prism assy, deflector staycoil, deflector body link, distal case/cap, o-ring(0.5x1.3). The video duodenoscope is pending repair or final qc approval as of 16-sep-2020.